Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger displayed an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery/modem sn (B)(4) has been completed. The reported problem (displays an error code when charging a batter pack), has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The q1 current-controlling transistor was shorted and u13 cmos flash microcontroller on the bedside pca was corrupted. The root cause for the shorted q1 and corrupted u13 components could not be positively identified. No adverse event resulted from the defective battery charger/modem.